Event description:
It was reported the patient was experiencing pocket stimulation post implant. The physician moved the setscrews, and the issue resolved itself. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.